Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged high blood glucose for over three hours after a recent infusion set change while using an ilet system, with a fingerstick value of 582 mg/dl and a prior bent cannula on the earlier set; the user elected to switch to a contact detach infusion set to resume insulin delivery, and remote data synchronization was unsuccessful. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user-led correction of insulin delivery via infusion set replacement. Investigation included customer interview and technical review of available data. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion set/cannula issue given the reported bent cannula and subsequent set change. It was concluded that the event was related to hyperglycemia with an undetermined root cause and that user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.